Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they inserted new battery and the pump displayed a number 6 and then went completely blank. The customer's blood glucose level at the time of incident was 146mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape during visual inspection. The pump was monitored and no unexpected battery alerts, alarms, or pump shutting off occurred during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.